Event description:
The humidifier was used in the or, attached to a pt breathing circuit. The pt was in the hosp for wide excision of left (breast cancer). She was under general anesthesia and was intubated with an endotracheal tube. Reportedly, with water in the reservoir, the humidifier caught on fire. It is unreported if the clamps, which allow water to go from the reservoir to the humidifier, were open when the incident occurred.